Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The numbers did not ramp up on their own, and no scroll bar moving with no input noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the device suspended and the buttons were acting up. It was reported that the customer replaced the battery, but the screen was not coming back. The customer's blood glucose level was reported to be 115.2mg/dl. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.